Event description:
The account alleged the coiled cable had been damaged exposing bare wires. No injuries reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.